Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
According to the reporter, the event occurred on (B)(6) 2022, during a therapeutic upper gastrointestinal endoscopy. The procedure was completed with a slight delay using the same equipment. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and confirmed that the nozzle was not deformed. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered there was foreign matter in the nozzle, the objective lens adhesion was peeling, the angle play and had insufficient angle, the bending section adhesion was chipped, the image guide serpentine was wrinkled, the lock engagement lever knob was detached, the light guide corrugated wrinkled, the air water cylinder paint was peeling, the bending section adhesion had cloudiness and a crack, the image guide serpentine and light guide serpentine had scratches, the scope cylinder was chipping and paint was peeling, objective lens was chipped, the light guide lens was chipped and the light guide lens adhesion was cloudy. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had drainage failure. Upon inspection and testing of the returned device, foreign matter was discovered in the nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material in the nozzle caused by insufficient or incorrect reprocessing found during evaluation.